Event description:
The reporter indicated that following an implantable collamer lens (ICL) implantation procedure, the patient experienced uveitis. The lens remains implanted. It is unknown if this resolved the problem. Final patient status is unknown. Cause of the event is unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H6 - Work Order Search: No additional similar complaint type events within associated lots were found. Uveitis/Iritis: Iritis is an inflammatory condition which is common after intra-ocular surgery, however this is usually mild and does not require any additional interventions beyond the standard post-op regimen. In some cases, the degree of inflammation may be more severe and require extended steroid treatment. Procedural factors including excessive surgical manipulation and the use of pro-inflammatory substances in the eye may have contributed to the event. Mechanical insult to the iris can result in a prolonged or stronger inflammatory response. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Uveitis/Iritis is identified in the labeling as a known potential adverse event (or a precursor to a labeled adverse event) following ICL implantation.Claim # (b)(4).